Event description:
In 2001, the pt was seen at the implant center for device evaluation. At that time, it was discovered that the pt's implant was extruding through pt's scalp. Revision surgery was performed on april 28, 2001. The surgeon reported that there was no sign of infection and that the devie was successfully repostioned and secured. Impedance measurements were normal after relocation.